Manufacturer narrative:
Concomitant medical products: 1581 lead, implanted: (B)(6) 2003. 1488tc lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and varying thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.